Manufacturer narrative:
Gtin/UDI number for item 2426-0007, lot 16126078 is (B)(4). Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that the pump was alarming with a louder than normal audible alarm and was unable to be turned off. When the nurse removed the tubing to replace the lvp, the tubing was found to have a bulge in the silicone segment. There was no report of patient harm.

Manufacturer narrative:
The customer's complaint of a bulge in the silicone segment was confirmed per picture received by the customer. It was observed per picture received that the silicone segment tubing had a ballooned bulge near the upper portion of the upper fitment. The root cause could not be determined.